Event description:
According to the reporter, during laparoscopic sigmoidectomy procedure, it was unable to close. The handle broke outside the patient while closing the magazine. Another device was used to complete the procedure and able to staple the colon in a correct way. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary : post market vigilance (pmv) led an evaluation of one reload. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received . The jaws of the device locked on tissue.